Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues registering the passive probe mainly the top sphere as it was noticed to be bent. The manufacturer representative was able to remove the top sphere and the instrument was still able to be used during the case. The manufacturer representative was contacted and they stated that the probe still works. The bend was at the top of the probe, not the bottom so it didn't impact navigation.  It still registered once they removed the top sphere, it was accurate and it worked for navigation. They just needed to replace it so the top of the probe wasn't bent anymore. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The passive planar ball was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. With markers attached and fully seated, the returned probe displayed a high geometry error. The support arm for marker #3 was bent causing the high geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues registering the passive probe mainly the top sphere as it was noticed to be bent. The manufacturer representative was able to remove the top sphere and the instrument was still able to be used during the case. The manufacturer representative was contacted and they stated that the probe still works. The bend was at the top of the probe, not the bottom so it didn¿t impact navigation.  It still registered once they removed the top sphere, it was accurate and it worked for navigation. They just needed to replace it so the top of the probe wasn¿t bent anymore. There was no delay to the procedure. No impact on patient outcome.